Event description:
It was reported that the channels were allegedly "abruptly shutting down during patient transport or just bumping into an alaris system in a patient room." This was reported to bd representatives during site visit. There was patient involvement but no harm. Per report, "these were general comments regarding air in line; no specific dates were mentioned, no devices or tubing sets were sequestered or saved, and no further information can be provided."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.